Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that in (B)(6) 2017, after a uterine artery embolization procedure where embolics were used, the patient died. Death caused by acute right heart failure due to pulmonary infarction during uae (uterine artery embolization) procedure.

Manufacturer narrative:
The suspect medical device could not be returned for investigation. The complaint could not be confirmed. The root cause could not be determined. The implant device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. There is no evidence to suggest that any manufacturing-related concerns contributed to the adverse event.